Event description:
The customer had a hypoglycemic reaction. She became unaware and her husband called the paramedics. They tested her blood glucose with their meter and the readings were 16 and either 14 or 15mg/dl. The customer was also tested on her two contour next link meters and the readings were 126 and 129mg/dl. Information regarding treatment was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. New meters and strips were sent to her.